Event description:
Article in the british journal of ophthalmology (2002;86:350-362) reports a pt presented with a 2 day history of right eye injection, pain, photophobia, and decreased vision. Pt was wearing contact lenses on a daily wear basis but changed to continuous wear 24 hours before the onset of their symptoms. Examination revealed marked right eye cillary injection and anterior chamber activity with cells, flare, multiple scattered kps, and a small paracentral epithelial defect with underlying infiltrate. Corneal scrapings confirmed microbial keratitis. Topical ciprofloxscin 0.3% was administered hourly with the addition of topical fluoromethaline acetate 0.31% q.i.d. After clinical improvement 24 hrs later. All treatment was tapered and ceased after 2 weeks. The pt failed to return for followup, however, in contact by phone the pt reported to the practitioner that their vision had returned to normal.